Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.

Event description:
As reported via legal documentation the patient underwent an initial right total knee arthroplasty. Approximately 6 years and 4 months post the initial procedure the patient was revised. The patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness, which negatively affected the patient's mobility and quality of life. The patient endured resultant pain following surgery, as well as a difficult recuperation/rehabilitation period and physical therapy. Additional information received from the facility indicated that the patient was revised due to femoral debonding/loosening, mechanical loosening of internal right knee prosthetic joint.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.